Manufacturer narrative:
The reason for this revision surgery was the patient complained of right knee pain and irregular kinematics; the surgeon concluded poly wear had occured. Length of in vivo service was 8.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was not completed as intended. The device has not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part number; summary of investigations: 1 for pain and 1 for wrong size insert. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint pain other than wear on the knee tibial insert. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient complained of right knee pain and irregular kinematics. The surgeon concluded poly wear had occurred and planned to exchange the tibial liner.

Manufacturer narrative:
Added 9 march 2016, this additional information is added to the evaluation summary to reflect information outlined by the surgeon's notes which were not supplied with the initial complaint: the patient came to the surgery with a size 8 3d femur, size 8 tibial insert and a size 6 tibial foundation baseplate. A size 6 tibial insert was ordered to replace the size 8 tibial insert, size 6 was indicated on the baseplate and consequently they ordered the size 6. The original size 8 insert was removed and the knee was trialed for a size 6. After much effort the surgeon was unable to get the size 6 insert to fit or mate up to the baseplate. The surgeon then refitted the size 8 tibial insert to the baseplate and closed the patient. The original size 8 insert would remain in the patient until (B)(6) 2016 when it was removed and replaced. The aforementioned situation is explained by the size 6 tibial insert not being dimensionally compatible with the size 6 foundation tibial baseplate. To mate an insert with the size 6 foundation baseplate would require a size 8 insert. This event and revision surgery is the result of a patient having knee pain and irregular kinematics after 8.9 years of patient use. The complaint also states poly wear had occurred so the surgeon attempted to replace the knee tibial insert . The incorrect insert was supplied, it did not fit, the surgeon refitted the original insert and completed the surgery. The patient will be given time to stabilize then another revision will be performed. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the primary cause or reason of the joint pain other than wear on the knee tibial insert.